Event description:
It was reported that two days post-operatively to a completed pulsed field ablation procedure, the patient was diagnosed with a stroke at the emergency room. It was noted that the patient was on an anticoagulant. The patient had no residual side effects from the stroke. No further patient complications have been reported as a result of this event. It was later reported that the patient was hospitalized.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: loop catheter; product ID: 900310, product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.